Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to the setup before the patient line was fully primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide also instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a request for therapy assistance on the homechoice (hc) machine, it was reported that the home patient (hp) had connected to the patient line of an integrated apd set with cassette before it was completely primed. The care giver (cg) stated that they thought priming was completed, so the hp connected and initiated therapy, but the hc device started priming again. The cg stated that they noticed this immediately and had the hp restart therapy. The technical service representative (tsr) reviewed proper procedures with the cg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.